Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. To assure high quality specimens, several factors are key. Included, but not limited to this are: proper phlebotomy technique to minimize hemolysis and platelet activation, proper tube fill volume to assure the proper blood-to-additive ration, gentle and thorough mixing, proper centrifugation conditions-g force and time, and storage conditions. A discard tube must be used when using a winged blood collection set for venipuncture in order to fill the blood collection set tubing¿s ¿dead space¿ with blood. It is not necessary to fill the discard tube completely. This step will ensure maintenance of the proper blood-additive-ratio of the specimen. The discard tube should be a non-additive or coagulation tube. Troubleshooting was provided by bd technical service.

Event description:
It was reported that an unspecified number of bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes experienced erroneous results after use. The following information was provided by the initial reporter: the pst tubes are centrifuged and then sent by courier to different facilities for testing. She is observing low and critically low magnesium levels on her cancer patients. She is uncertain if this situation is due to the patients condition, as the cancer treatments may cause low magnesiums, or if there is a problem with the tubes. It is a concern, because these patients will need to be called back in a for 2-4 hour IV magnesium treatment. The lot # is 9065832 and the samples are run in her facility. She is not sure what analyzers are used in the other facilities where the magnesium results are low. The results are as low as 0.4.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes experienced erroneous results after use. The following information was provided by the initial reporter: the pst tubes are centrifuged and then sent by courier to different facilities for testing. She is observing low and critically low magnesium levels on her cancer patients. She is uncertain if this situation is due to the patients condition, as the cancer treatments may cause low magnesiums, or if there is a problem with the tubes. It is a concern, because these patients will need to be called back in a for 2-4 hour IV magnesium treatment. The lot # is 9065832 and the samples are run in her facility. She is not sure what analyzers are used in the other facilities where the magnesium results are low. The results are as low as 0.4.